Manufacturer narrative:
One used burr was returned for evaluation. Visual inspection identified significant axial fractures through the adapter body, to the outer sheath. A contact point on a section of the sheath at the end of the tube coupled with corresponding debridement of the inner tube opposite the contact point was observed. All indications point to excessive lateral load during device rotation. The device was inspected dimensionally and found to meet design requirements. Functional inspection was performed and the inner blade rotated freely within the outer blade, no friction was felt in the unloaded condition. The reported failure mode of shedding and/or seizing for burrs is currently being investigated for the root cause and applicable corrective action through CAPA (B)(4).

Event description:
It was reported that during a hip arthroscopy with fai treatment, there was a large amount of tiny metal fragments during burring, witnessed by territory manager. There was no delay and the surgeon continued with the procedure however, the tiny fragments were not completely removed with suction. It was confirmed that the tiny metal flakes stuck to soft tissue, not all removed with suction.

Manufacturer narrative:
The device has not been received for evaluation. (B)(4).